Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as diabetes ketoacidosis. Customer¿s current blood glucose level was 101 mg/dl and at the time of the incident it was unknown. The customer¿s other blood glucose level was 200 mg/dl. The customer stated that troubleshooting was performed for the high blood glucose under delivery. The customer was treated with the insulin pump. The insulin pump will not be returned for analysis.